Event description:
Cranial perforator failed to stop rotating after penetrating pt's skull. The surgeon immediately stopped drill and no injury occurred to the pt. Perforator was tested prior to case by the scrub tech.